Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book). Pump received with critical pump error due to moisture damage on the electronic assembly. Unable to verify keypad anomaly and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). No blank display noted. The test reservoir does not lock in place due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring.device received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted.pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis; also, the insulin pump had multiple issues. The customer¿s blood glucose was 375 mg/dl at the time of incident and treated with the insulin pump. The customer stated that the insulin pump stopped working. The customer stated that the insulin pump got wet in water. The customer reported past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. The keypad was unresponsive, the o-ring was missing from the reservoir compartment, and the top part where the reservoir goes was broken. The customer stated that they received a critical pump error on her pump and an open book image on the insulin pump screen. The customer had difficulty in breathing. The customer declined troubleshooting for high blood glucose. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.